Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a gap of readings on device. No medical intervention was required.